Event description:
On (B)(6) 2007, a pt was implanted with smooth memorygel breast implants following breast reconstruction surgery. Subsequently, the pt was diagnosed with non-hodgkins lymphoma. The implants remain implanted and no other info is available at this time.